Event description:
Initial reporter indicated that a system diagnostics test on a pt's device resulted in high lead impedance, indicating a possible lead malfunction. Pt is not experiencing any clinical symptoms at this time. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.